Manufacturer narrative:
Approximate age of device (age of device: 6 years, 4 months). Manufacture investigation conclusion: the evaluation of the returned portion of the percutaneous lead confirmed wire damage that would have contributed to the reported driveline fault alarms and low speed/pump stoppage events recorded in the submitted system controller log file data. A distal end percutaneous lead (lead) replacement was performed on (B)(6) 2018 and approximately 21.5 inches of the external portion of the lead was returned for evaluation, which was extensively covered in rescue tape. Electrical continuity testing of the lead segment in its returned condition revealed that the orange wire was open circuit. The other five wires were found to be electrically intact. Removal of the outer silicone sleeve revealed that the lead was twisted near the terminus of the distal end bend relief and damage to the orange wire could be visualized through the clear bionate in this location. An electrical short between the orange wire conductors and the metal shield was induced when the lead was manipulated in the location where the orange wire was damaged. Removal of the clear bionate layer confirmed that the insulation and the inner metal conductors of the orange wire were completely fractured at approximately 2.5 inches from the metal connector. Severe breakdown of the metal braided shield was also observed, most notably in the area of wire damage on the distal end of the perc lead, which appeared consistent with approximately 6.5 years of use. The observed damage to the orange wire appeared to be the result of fatigue failure due to repetitive flexing of the percutaneous lead in this area. Microscopic inspection and hipot testing of the remainder of the returned perc lead segment revealed no additional areas of wire damage. The fractured conductors of the orange wire would have resulted in the reported driveline fault alarms. Moreover, if the exposed conductors of the compromised orange wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted log file data. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that patient had continuous driveline fault alarms. There were no audible alarms or yellow wrench. The log file analysis showed a pump stoppage event on (B)(6) 2018 while the patient was connected to the power module. The driveline fault alarm appeared to be caused by per lead short to shield. The driveline fault alarms began on (B)(6) 2018. The account communicated that a external perc lead replacement was scheduled. On (B)(6) 2018, the manufacturer technical service representative successfully replaced approximately 2.5" of the percutaneous lead. No further information was reported.